Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the operation was performed with a cannulated drill. During the procedure, the tip of the drill fractured after the guide pin was inserted. Although the surgeon pulled the drill out, the device malfunction caused a serious injury as the patient retained a foreign body, and there was a surgical delay greater than 30 minutes. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the drill bit confirmed that the instrument had fractured into multiple pieces. Two products from the same lot were sent to sem for further analysis and noted drill bit fractured due to overload. Hardness measurement of the instrument noted that it was conforming to specifications. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.